Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, anterior gripper would not lower. Physician closed the clip and was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.